Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. Loss of capture, increased and high impedance, noise and unstable thresholds were noticed on the right ventricular (rv) lead and the lead fracture was suspected. The episodes of ventricular oversensing were noticed and they were causing pauses until next intrinsic beat. The lead was at first reprogrammed. It was further reported that the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.